Manufacturer narrative:
Additional narrative: only event year is known. Reporter is a synthes employee. Part: 359.219. Lot: 8618461. Manufacturing site: (B)(4). Release to warehouse date: november 4, 2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: inserter f/ten (part# 359.219, lot# 8618461, qty# 1) was returned and received at jrz pal. Upon visual inspection, it is observed that the t-handle had broken in 2 pieces. The surface of the proximal end shows heavy wear and damage consistent with being hit with another tool, which could possible have contributed to the complaint condition. The blue plastic of the handle shows evidence of heavy wear and presents a little rattling. The clamps of the distal end of the device still function normally. Device failure / defect identified? Yes dimensional inspection: dimensional inspection of the received device was not performed due to post manufacturing damage. Document/specification review: the following document(s) was reviewed: -inserter f/ten: current revisions -inserter: manufactured revisions a CAPA was initiated to improve the strength of the t-handle. The breakage of the t-handle was determined to be due to the inability of the design to withstand extensive hammering. The design changes to redesign the striking cap were documented and updated the design under the drawing. Thus, as this device was manufactured prior to the change and based on the returned condition, the complaint condition was determined to be included in the CAPA. During the investigation no unaddressed product design issues or discrepancies were observed that may have contributed to the complaint condition. Complaint confirmed? Yes investigation conclusion: the complaint is being confirmed for inserter f/ten (part# 359.219, lot# 8618461). The complaint condition is confirmed as the device was received with a broken shaft. This condition was determined to have been addressed by the CAPA. No new malfunctions were observed during the course of this investigation. The risk assessment was found to adequately address the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the inserter was damaged. There was no patient consequence. This report involves one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).